Event description:
A caller reported experiencing cartridge alarm 20 and 30 over a period from january 31 to february 3, 2026. There was no adverse impact on the customer's blood glucose level. The issue was not currently ongoing, and technical support advised the customer to call back if the problem persisted.